Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a revision procedure. During the procedure, it was noted that there was fluid loss; however, its source and cause remain unknown. The entire ipp was removed and replaced with a new one. No additional patient complications were reported.